Manufacturer narrative:
Device evaluated by MFR: siemens completed a detailed investigation of the reported event. The investigation revealed a software issue. This issue will be resolved with the application of an updated software version. The software update will be applied as part of an anticipated correction activity which will be reported to the FDA. (B)(4). (B)(6).

Event description:
It was reported to siemens that a (B)(6) child had to be rescanned with contrast medium due to a somatom force system malfunction. The system experienced pop-up errors with internal communication problem. The customer performed an application restart (as requested by the system) but the problem continued. The patient rescan was performed on a different day than the original date of the failed scan. The customer was able to finish the patient exam by restarting the application in forced mode. The patient did not suffer additional health consequences due to the malfunction aside from the additional x-ray dose with additional contrast medium ("imoreron", 5ml during topo and test bolus). This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).